Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter shaft was noted to be kinked/ deformed at 5.5cm from the proximal end, at the joint between the grilamid sleeve and the catheter shaft and a hole/perforation at the kink location was observed. During functional test, the device was flushed and a 0.057¿patency mandrel was advanced through the inner lumen and resistance was experienced at the kink to the catheter and it was unable to be advanced further. Based on the information available and analysis of the device, it is probable that the device was damaged during the clinical procedure causing the as reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reporting that during procedure, inside the patient, the subject device was punctured just forward of the catheter hub. The procedure was completed without impact to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reporting that during procedure, inside the patient, the subject device was punctured just forward of the catheter hub. The procedure was completed without impact to the patient.